Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cable failure caused a communication failure and the e216 error occurred temporarily. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which states: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Communication error e224 code displayed on monitor ,due to faulty cable. Additional findings were as follows: the rubber parts on the rear cover packing were peeling. This investigation is ongoing. And a supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the 4k autoclavable camera head showed scope communication error e216 message, during the procedure. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with this event.